Event description:
Pt reports she went to local medical facility where it looked like her outer lens of eye was burned by sand paper. She was referred to ER and they said that it was either severely scratched or burned. Gave her a protective lens, eye drops and antibiotic prescription. Attempts to contact the pt for the treating physician and facility have been made with no reply to date. This is being filed as an unconfirmed corneal scratch.

Manufacturer narrative:
This is being filed as an unconfirmed corneal scratch. Method: no exam of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.